Event description:
Zilver stent was placed into the biliary system with no problems. Physician elected to place a second stent overlapping the first device enough to provide an additional coverage of 20mm in the biliary. With the deployment of the second zilver, it was noted that the length measurement as labeled was incorrect, in that the stent only measured 40mm in length. No intervention was deemed necessary since coverage of the desired area was achieved.